Event description:
It was intended to use a resolute integrity stent to treat a severely calcified lesion. Stent boost imaging software was used as an aid during the procedure. It was reported that the stent appeared to have fractured in the middle based on a review of the stent boost image. The physician proceeded with placing the stent and the result was reported as angiographically fine. After the procedure the patient was sent to the intensive care unit to undergo an echocardiogram. No other reported patient complications.

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ severe calcification. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ severe calcification. (B)(4).

Manufacturer narrative:
Results and conclusions: (route cause could not be identified). (Stent fracture). (Device or procedural images were not provided for review). (B)(4).

Event description:
The stent was post dilated with a non-mdt balloon to 20 atm's. The physician has reported that the patient has suffered angina post procedure. Image review: one procedural image, of the stent post deployment at 14 atm's, was provided for review. The image captures the deployed stent positioned in the vessel. The stent is deformed; however it was not possible to determine if a fracture had occurred. The stent is not cylindrical and the mid section appears to be restricted on one side possibly due to the severity of the calcification present at the lesion site.